Event description:
The account alleged the bed in the service hall has no scale functions.

Manufacturer narrative:
The technician found no scale functions on the left or right side. He found evidence of fluid ingress on the left scale display board and no functions on the right front cover membrane switches. The technician replaced the right side front housing membrane switch/cover and left scale pod to repair the bed.